Event description:
It was reported that the needle in the patient's organon follistim pen® 2nd gen pen ii "overshot" during the first day of use, delivering "300 units" of medication instead of the intended "225 units". The following information was provided by the initial reporter: "document indicates that the patient reported her follistim pen malfunctioned and that she took too much medication on her initial dose. Nurse reports the needle overshot on the 1st day of usage causing the patient to receive 300 units. What is the dose/strength of the cartridge being used? 300 units what were the volume(s) of each prescribed dose? 225 units is there solution in the cartridge, or is it empty? Nurse stated a minimal amount of medication was left in the cartridge for how long has this follistim pen been in use? 1st time using the pen"

Manufacturer narrative:
H.6. Investigation: the customer issued a complaint for dosing issue detected during use of the product by the end-user. Zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample/photo was not received, investigation cannot be performed as a sample or a photo is required to investigate further. H3 other text : see h.10

Manufacturer narrative:
After further review this complaint is not reportable due to corrected information. This product is not a medical device in us and canada. As a result MFR#2243072-2020-01017 is void.

Event description:
It was reported that the needle in the patient's organon follistim pen® 2nd gen pen ii "overshot" during the first day of use, delivering "300 units" of medication instead of the intended "225 units". The following information was provided by the initial reporter: "document indicates that the patient reported her follistim pen malfunctioned and that she took too much medication on her initial dose. Nurse reports the needle overshot on the 1st day of usage causing the patient to receive 300 units. What is the dose/strength of the cartridge being used? 300 units. What were the volume(s) of each prescribed dose? 225 units. Is there solution in the cartridge, or is it empty? Nurse stated a minimal amount of medication was left in the cartridge. For how long has this follistim pen been in use? 1st time using the pen."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle in the patient's organon follistim pen® 2nd gen pen ii "overshot" during the first day of use, delivering "300 units" of medication instead of the intended "225 units". The following information was provided by the initial reporter: "document indicates that the patient reported her follistim pen malfunctioned and that she took too much medication on her initial dose. Nurse reports the needle overshot on the 1st day of usage causing the patient to receive 300 units. What is the dose/strength of the cartridge being used? 300 units. What were the volume(s) of each prescribed dose? 225 units. Is there solution in the cartridge, or is it empty? Nurse stated a minimal amount of medication was left in the cartridge. For how long has this follistim pen been in use? 1st time using the pen."